Event description:
It was reported that left ventricular (lv) lead sensing was turned off. Technical services (ts) analyzed device data of the implanted cardiac resynchronization therapy defibrillator (crt-d) and provided troubleshooting. It was noted that there was low lv pacing percentage because sensing was poor. There was no report of asystole or loss of capture. No adverse patient effects were reported. Currently, this lv lead remains in service.